Event description:
It was reported that this single coil implantable defibrillation lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported. Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.